Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to h3 and h6. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified due to the indicated phenomenon not being reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Maintenance was conducted by fse at the facility. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The field service engineer (fse) reported that color bars appeared on the image when using the video system center. The issue was found during maintenance. There were no reports of patient involvement.